Event description:
It was reported the patient had increased spasticity/stiffness, nausea and deliriousness. The pump logs were checked and more than one motor stall was noted. It was reported the motor did not recover. The event resulted in a pump replacement on (B)(6) 2014. The patient was receiving therapy following the replacement. The cause of the motor stall was not determined. The pump was used to deliver baclofen and clonidine.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.